Manufacturer narrative:
. E3: occupation: cath lab manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that interventional cardiologist was performing an unknown type of procedure. The wire included in the 6fr precision access kit unraveled and broke off in the patient. Vascular surgeon was notified and it was determined wire fragment was not in vessel and was too risky to intervene. The approximate size of the wire that broke off inside the patient is unknown. The wire broke off at the access site. The patient remained in stable condition. They stated that the wire felt different. The estimated blood loss was less than 250cc. The procedure taking place for the patient at the time of the event was a diagnostic heart catheterization.